Event description:
It was reported that the patient presented for a generator change procedure. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise leading to pacing inhibition and low pacing impedance. During the procedure, the physician noted that the lead exhibited a "kink" and an insulation breach. The lead was repaired and repositioned on (B)(6) 2022. The patient was had no adverse consequences.